Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported very faint audio from the mx40 which can be seen as a ¿speaker malfunction¿ error message. No adverse event involving patient or user was reported.